Event description:
It was reported that the patient received inappropriate therapies due to noise. The device was turned off. The patient will be transferred to implanting hospital for further review.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.